Event description:
Inbound. Reports pump (B)(4) beeped continuously then alarmed no disposable when trying to continue using 100 ml flow stop cassette with approximately 70 ml left in reservoir. Lot number and expiration date unknown. Cassette worked for several hours on this pump sn (B)(4), but now will not. Noted the tubing on top of the cassette is looped up, not lying flat on top of cassette. Cassette would not work on pump sn (B)(4) either, patient had previously requested new pump, no further details provided.